Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) received inappropriate anti-tachycardia pacing (atp) and sixteen inappropriate shocks due to atrial fibrillation (af) with rapid ventricular response. Therapy was exhausted. At this time, this crt-d remains in service and there were no additional adverse patient effects reported. The local area field representative was contacted for additional information, however at this time no further information is available.